Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information regarding a dreamstation 2 adv auto CPAP. The patient alleged recurrent sinus infections for which patient has been prescribed antibiotics. No medical specified medical intervention has been reported at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information regarding a dreamstation 2 adv auto CPAP. The patient alleged recurrent sinus infections for which patient has been prescribed antibiotics. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer an unknown contaminant on the water tank and water tank lid. An unknown dust contaminant was observed on the top enclosure and bottom enclosure. The manufacturer found no error code. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg? (Device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.